Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a leak coming from the probe wipe. The fse proceeded to replace the tubing from the probe wipe and aligned the probe to resolve the leak. Results: failure mode of the leak is attributed to the probe wipe. (B)(4).

Event description:
The customer reported approximately 1 ml of clear fluid leaked from the manual probe of the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.